Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The tip of the instrument was bent during an operation on (B)(6) 2011. During the operation the surgeon wanted to remove the implant again and because it was difficult to see the implant the instrument was screwed wrong. This meant that the tip of the instrument was bent and the inner rod could not get out.

Event description:
It was reported that the tip of the instrument was bent during an operation on (B)(6) 2011. During the operation the surgeon wanted to remove the implant again and because it was difficult to see the implant the instrument was screwed wrong. This meant that the tip of the instrument was bent and the inner rod could not get out. (B)(4).

Event description:
The tip of the aiming device instrument is bent broken. (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: visual inspection showed that the part had broken at its distal tip. Cause of the breakage was manipulation of the part while it was rigidly attached to the implant. The instrument was damaged during an attempt to manipulate the implant through manipulation of the removable shaft. This resulted in bending of the distal tip of the implant presumable of both the outer and inner parts of the removable shaft. The distal tip of the removable shaft broke off and was not returned with the part. The inner part is bent at the distal tip. The review of the device history records show conformity with the material and manufacturing specifications. The complaint was determined to be valid. A CAPA determination request has been initiated. Placeholder.